Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 4 of 5. The home patient (hp) was connected. The technical service representative (tsr) asked if any bag had come undone and the hp stated "no". There was nothing unusual found during the troubleshooting that would cause or contribute to the reported alarm. The tsr explained the alarm and helped the hp clear it by cycling the power on the hc. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.